Event description:
It was reported that the meshgraft ii was eating up the graft. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration. The roller and cutter were worn and required replacement. Additionally, the unit had old oil sideplates and those were replaced also. The device was repaired according to procedure and returned to the customer. The device was purchased in 2002. A review of service records indicate that the device has not been returned to the manufacturer for repair or preventative maintenance since purchased in 2002. It is documented in the instruction manual included with the device that "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy."